Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problem was failure to follow the instructions for use, due to the installation of a non-olympus lamp.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. A faulty non-olympus lamp was found, failing to ignite. The likely cause is attributed to improper maintenance. The instructions for use provides the following statement: warning: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿

Event description:
The user facility reported that the lamp was not lighting. There was no patient involvement reported and the problem, as reported to olympus, was found during reprocessing.